Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The kink and shaft breakage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the shaft damage likely occurred due to operational context.

Event description:
Additional information/photo received from the account indicated the shaft was kinked/broken at the distal end of the handle. The device was not in two pieces. Therefore, the device was not used in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported after unpacking of the absolute pro, a disconnection [separation] of the shaft components occurred during manipulation and it prevented the device to be used in the procedure. A new absolute pro was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.